Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bipolar hip arthroplasty procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, the needle came off the barbed suture. The doctor opined that the needle was held at the swage part with a needle holder and this may have caused the problem. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
The needle only was returned for evaluation. Marks were observed on the swage area of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. According to the sample condition it was suggest an improper handling of the sample.